Manufacturer narrative:
(B)(4). Product not available for evaluation, the patient has been switched to another brand glucometer. Manufacturer will continue to try and work with the facility in obtaining the product back, patient information was not disclosed, therefore will work thru the pharmacy in obtaining the product for evaluation. Most likely underlying root causes of malfunction: user's test strip had poor storage, user had an inaccurate reference.

Event description:
(B)(6) - pharmacist, reported to the FDA on 7/16/2015: blood glucose meter reading consistently at least 20 mg/dl different that actual blood glucose. Manufacturer states as long as difference is less than 25 percent it is acceptable. Clinically, this difference is unacceptable and would lead a provider to make changes in a patient's therapy. Today (B)(6) 2015, (B)(6) was contacted by nipro diagnostics, and she confirmed that no injury occurred with the patient, only that a potential injury could have occurred and that is why she submitted the medwatch with "event report type: serious injury" to the FDA. She stated the patient is fine and that no medical intervention was ever needed. The patient has been switched to another brand glucometer. The customer's expected results are 120mg/dl and that the patient obtained results in the 140mg/dl's with the trueresult meter. The comparison that was performed on the patient was done with different devices as well as the lab test performed by the facility. During the call it was explained that the manufacturer labeling does not state that 25% is acceptable, clearly stated that the acceptable variance is 20%, only when compared to a laboratory test and that meter to meter comparison is not suggested. Her response was that the variance of 20% is not acceptable for their patient; she proceeded to say that the 20% would make a difference on how the patient would treat himself. Manufacturer received a call from the same office on (B)(6) 2015 stating that they noticed a 20% differentiation of the reading and inquire about the range of calibration for the meter, information about product and patient was not provided, and not adverse event reported, during call today (B)(6) 2015 customer confirmed it was the same patient. (Reference: internal report: (B)(4))